Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. Although it was suspected to be hypertension and extrinsic outflow graft obstruction, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2026. Low flow hazard alarms were captured throughout the file, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow, and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with low flow alarms. The left ventricular assist device (lvad) flow was fluctuating from 2 to 6 liters per minute, and the physician suspected a mixture of hypertension and extrinsic outflow graft obstruction (eogo). The log files were submitted for review revealing a lot of low flow estimates and 9 were sustained long enough to trigger low flow hazard events when the calculated pulsatility index (pi) was elevated. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.